Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing and oversensing. It was further reported that the icm experienced noise. The device remains in use. No patient complications have been reported as a result of this event.